Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the returned device analysis could not replicate the reported issue, however, the l-lock tabs were observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported for this lot. All available information was reviewed and investigated, and the returned device analysis could not replicate the reported inability to close the clip and difficulty to open the clip. A potential product quality issue was identified due to observed broken l-lock tabs. The investigation is on going and additional actions will be taken if warranted. The issue is being addressed per internal operation procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the detached l-lock tabs noted during device analysis. It was reported that during preparation of the clip delivery system (cds), the clip could not open when unlocked. Troubleshooting was performed, and the clip opened; however, then the clip could not be closed. The cds was not used in the patient and was replaced. A new cds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Returned device analysis revealed the l-lock shaft was broken and the l-lock tabs appear to be detached. No additional information was provided.